Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) 2011.

Event description:
It was reported that an alert triggered for high superior vena cava (svc) coil impedance. The impedance had been steady; however, two additional elevated impedances were noted. The patient will be monitored and no programming changes were made. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was undefined superior vena cava (svc) impedance, noise, elevated sensing integrity counter (sic) and intermittent loss of capture. The lead was capped and replaced.